Event description:
The pt reported falling: the pt stated that a few weeks ago he was walking a mile and now has trouble walking across the room. Further interrogation by the hcp revealed high lead impedances. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received. Refer to medwatch report # 6000153200701961.